Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and air bubbles were observed in the infusion set tubing. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 180 units of insulin. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 230 mg/dl.